Event description:
Pt was scheduled for outpatient eeg. Sedation had been given. Pt was attached to machine. Tech attempted to calibrate machine. Unable to calibrate. Unable to do eeg. Will have to reschedule test.